Event description:
The device was used during a laparascopic cholecystectomy procedure. Reportedly, the seal disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/29/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The evaluation revealed that the seal holder was observed to have been detached from the trocar body. The material has been changed to increase the strength of the weld.